Event description:
Pt was receiving emergency surgery for ruptured abdominal aortic aneurysm. Pt had no known skin allergies or other skin related problems and was maintained in a hill-rom total therapy bed. Pt was heavily fluid resuscitated with edema as a result. The bis sensor xp was placed on the pt in the supine position for 2-3 days for sedation management, as pt was paralyzed due to sick lungs (ards). Sensors were changed every 24 hours. It was then decided to turn the pt prone (on pt's stomach) for 4-hour stints to relive lung pressure and improve oxygen delivery. The bis sensor was removed and was not used further. As they turned the pt over to the prone position, they placed 4" strips of foam under the forehead and chin to protect bony prominences. Some time later, they turned the pt back to supine (on pt's back) and discovered a circular red blister on pt's forehead. It was treated with bacitracin ointment. The blister had almost completely disappeared before the pt left the ICU.